Event description:
It was reported that patient was revised due to laxity. Surgeon had implanted a (B)(4) patella triathlon x3 and (B)(4) insert.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown duracon patella. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding instability involving a duration patella was reported. Conclusion: the reported event indicates a revision of the insert and patella due to laxity. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient was revised due to laxity. Surgeon had implanted a 5550-g-360 patella triathlon x3 and 6642-1-722 insert.